Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the device has not been returned for evaluation at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported that a 3.5mm non-locking screw was fixed in the shaft, then a 2.7mm non-locking screw was fixed at the proximal part of the 2.7 holes. While checking by fluoroscopy, it appeared that the 2.7mm screw head is broken from the screw shaft. During follow up on it was also reported that two drivers broke during implanting the screws. No delay in surgery and no adverse patient consequences reported. Report 2 of 3 for this event.